Event description:
The customer reported that during an unspecified procedure, noise and black lines appeared across monitor, when using up and down on lever causing the image to temporarily disappear. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
The ltf-s190-5 was returned to the service center for evaluation. The customer¿s complaint was confirmed. The scope¿s image was checked and it was noted to be distorted with a black image during angulation. The bending section rubber glue was found to be peeling off. The bending section rubber was found deteriorated. The scope¿s ID chip showed 73 total uses. The reported flickering or distorted image occurring during angulation is usually due to charge-coupled device (ccd) wires in the bending section that have become broken or worn due to repeated angulation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the bending section received stress from insertion / withdrawal of the trocar (or similar), leading to the skeleton rings and charge-coupled device (ccd) cable interfering with the bending section and the ccd cable in the bending section got kinked / broken. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.